Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to low blood glucose levels. The blood glucose level was 30 mg/dl at the time of event. Patient stayed in the hospital for less than 24 hours. No further information available.